Event description:
Pt completed 5 cyberknife treatments over 12 day period. Pt tolerated all treatments without any noted side effects. Nurse was notified that pt continues to be in nursing home from progression of disease. Pt died within 30 days of being on study.